Manufacturer narrative:
The field service representative (fsr) could not verify the issue. He downloaded logs and replaced the display assembly as a precaution. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump display blacked out. It stopped displaying numbers, but the roller head was still operational. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. During a cpb procedure on (B)(6) 2019, the perfusion team had a local display on a roller pump go blank. The pump position was the cardioplegia position on the heart-lung machine (hlm). The roller pump was able to deliver all doses and the correct dosage rate by using the central control monitor (ccm) for the remainder of the procedure. The unit was not exchanged until after the procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the small display assembly to function accordingly during normal use, in ambient and cold conditions. He attached the display to a lab use only pump and found no issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.